Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and opening crack on valve leak test and microscopic analysis was performed which identified: crack on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Health professional additionally reported "saggy and low". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.